Event description:
The event involved a tego® connector that had a blood leak. It was reported that when the patient was completing her dialysis treatment, the writer disconnected her last connection to the machine, turned away from the patient to put the machine into disinfection, and noticed that the absorbent blue pad had a quarter of the area covered in blood, and the red tego had blood actively dripping out of it. The writer quickly closed the clamp on the lumen, changed the tego, and locked off the line with sodium citrate. The patient departed without incident and no report of feeling unwell. In addition, it was also reported that the treatment was completed, and the blood had just been returned to the patient. The opportunity for the blood to leak out from the tego was less than about 3 minutes. There was no gross defect seen prior to starting the dialysis treatment that day, but after the treatment was completed and the tego at fault was removed, the soft clear access point end was clearly bowed out in a convex bulge that stayed present even once it was removed and cleansed. There was patient involvement but no patient harm.

Manufacturer narrative:
The device is available for evaluation. It has not yet been received.

Manufacturer narrative:
One used list # d1000, tego¿connector, appx 0.05 ml, lot # unknown was received and visually inspected. As received, seal doming was present on the female luer end of the tego. Blood residuals were also observed between the tego seal and body. The d1000 tego as disassembled to evaluate the cause of the domed seal. Adhesive at the top of the yellow body slot used to anchor the seal from being pulled off the post during luer withdrawal was not present resulting in the seal resting on the top of the body post and doming/leakage on the top surface of the seal. The complaint of leakage can be confirmed based on the blood residuals under the tego seal. The probable cause of the seal doming and subsequent leakage is due to an assembly error where adhesive was not appropriately placed on the tego. A device history report (DHR) could not be conducted because no lot number(s) was/were identified. Additional information: d9 - date returned to mfg is on 5/12/2022.